Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/3/2025 an ilet user's father reported the user experienced a low blood glucose (bg) event requiring the assistance of emergency medical services (ems). The exact event date was not known but occurred sometime in (B)(6) 2024. The user's father stated that the recurring low bg episodes might be related to user being a recovering alcoholic and taking medication that lowers bg, though he was unsure of the medication name or dosage. During the event, user's blood bg registered as "low" (<40 mg/dl) and remained low for approximately 30 minutes. The ilet device provided low and urgent low alerts. The father called 911 and ems administered d10 upon arrival, but the user declined hospital transport. The user required assistance from their parents, as they were unable to manage the situation independently. Symptoms experienced included clamminess and sweating.